Event description:
Pt was admitted for induction of labor, 40 plus 3, g: 3 p:2. Foley cath placement after epidural. Once foley was in and urine returned, rn reported that the foley slid back out, balloon deflated and the tip was not on the catheter - presumed to be in the pt's bladder. A new foley catheter was inserted, and patient subsequently proceeded with an uncomplicated vaginal delivery. Plan made for catheter tip retrieval after the delivery. Manufacturer defect of catheter suspected since there was no other feasible way for the cath to become severed the way t did.